Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. During a routine 45 day follow up examination, intracardiac echo (ice) imaging revealed a thrombus on the closure device. The patient was placed on dual antiplatelet therapy (dapt).